Manufacturer narrative:
Siemens has completed an investigation of the reported event. Investigation of the log files showed a program drive failure in the ivs. In the event of an ivs program drive failure, the data between the ivs and the ias will not synchronize, but the acquired pixel data will still be available on the ias. In this event, the ivs was not available, therefore the system switched to backup review mode. In this mode, fluoro and acquisition are possible, however, the data is not transferred to the ivs for storage in the local database. The defective pc and ivs were replaced and the system works as specified. The measure taken is sufficient to solve the problem and to prevent the failure from recurring.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation. (B)(6).

Event description:
It was reported to siemens that a malfunction occurred while operating the artis zee floor system. The customer was unable to begin an emergency procedure because the ivs did not boot properly. The patient was safely removed from the system and transferred to an alternative system where the procedure was completed. We are unaware of any impact to the state of health of the patient involved.